Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to see patient on the station. The customer stated that this malfunction occurred while dispensing the medication and user was unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see patients at the station. A technical support specialist dialed into the server and asked customer to try logging into the station again later, providing a timeframe to check from the back end and customer confirmed that they could log in but was unable to perform any actions in the station and could not see the patient. Checked the station dailysis log for 12/20 when the customer logged in and found a successful login for the user identifier. Dialed into the server, checked patient information query in structured query language server management studio, and found the user with null role name and area name. Restarted active directory services and checked the user identifier in server but did not find it. Verified with the customer to reach out to information technology to push the information again to the server to resolve the issue. Later customer gave confirmation that able to use her ID to login. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to see patient on the station. The customer stated that this malfunction occurred while dispensing the medication and user was unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.